Event description:
On (B)(6) 2024, the customer, sanofi pharmaceutical contacted (B)(6)), to report that two (2) vial adapter 20mm w/5mic filter, lot # h275, were rejected due to open unsealed blisters of the primary packaging. When the end user opened the kit, of the co-packaged vial adapter, lot# h275, kitted with a medicinal product, the tyvek on the device came off the vial adapter. There was no health impact to the end user as this issue was detected prior to use.

Manufacturer narrative:
Complaint is currently being investigated by manufacturer. The device has not been returned for an evaluation. However, a photograph was provided with visible primary packaging compromise of the device. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.

Manufacturer narrative:
A review of batch records for lot#h275 revealed no non-conformance. All qc inspections were conducted according to procedures, no other issues were identified. According to the manufacturer's records, lot#h275 was manufactured according to relevant procedures, tested before release, packed and shipped according to specifications. Complaints database of the last three years was reviewed; there were no complaints identified for this lot. 14 complaints were received for catalog# 8072107, none of the complaints were determined as justified. Retained samples from lot#h275 were visually inspected, no findings were observed. The sample was returned to the manufacturer and the issue was verified. According to the sub-contractors' investigation, special instructions were written as immediate correction to avoid this issue from recurring and re-training of relevant procedures were performed. The root cause of the unsealed products is due to insufficient execution of procedure after the emergency button was pressed or the safety curtain was activated. A CAPA was opened by the contract manufacturer to address the issue including holding awareness training and training on the special instruction. The CAPA is closed with corrective actions and effective check was verified.